Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that a patient had an ineffective endotracheal tube fixator, causing accidental extubation. We received this complaint from anvisa. The customer information is confidential even to anvisa. So it is not possible to identify who is the customer and request additional information. In case the customer reports directly to smiths medical brazil, the product complaint report will be updated accordingly.

Manufacturer narrative:
H6: health effects: updated. H6: event problem and evaluation codes: update not required, corrected data: corrected data:h1: type of reportable event